Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.